Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5099628. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, a processor error was generated, and the pump shut off. The event occurred in the intensive care unit (ICU). It was reported ¿the pump fails and turned off while infusing life critical medications". At the time of this report, the patient outcome was reported as ¿life-threatening¿ (no further details). No additional information is available.